Event description:
It was reported that the patient experienced muscle stimulation and presented in the emergency room in backup vvi. The device was exposed to therapeutic radiation earlier in the day. After a user download was performed, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.